Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID. Entire ID is (B)(6) for patient 2. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely depressed results with assays processed on architect c16000 analyzer that repeated as expected on another analyzer. Examples provided: patient 1 (no ID provided) falsely depressed total bilirubin of 3.5 mg/dl that repeated 25.1 mg/dl as expected. Patient 2 (ID (B)(6)) falsely depressed glucose of 29 mg/dl that repeated 125 mg/dl as expected. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. An additional (B)(4) was added to evaluation codes.

Manufacturer narrative:
The abbott customer technical advocate reviewed the instruments logs, the controls were within acceptable range and no error messages or aspiration errors were generated. Subsequently, the customer performed the recommended troubleshooting steps; however, the issue reoccurred. The abbott field service representative (fsr) was dispatched and found the discrepant results were generated from cuvette number 75 when reviewing the instrument logs. Cuvette number 75 was damaged from the bottom and replacement of the part resolved the issue. Review of the architect c16000 serial service history did not identify contributing factors on or around the date of the complaint. There were no subsequent contacts from the customer regarding discrepant results since the damaged cuvette was replaced. A similar complaint review did not identify an adverse trend of the cuvette and no trends were identified for the architect c16000. The architect system operations manual provides addresses component replacement and troubleshooting of the described issue. A review of the product labeling concluded that the issue is sufficiently addressed. The fsr resolved the issue by replacing the damaged cuvette through standard troubleshooting procedures. The architect c16000 is performing acceptably.